Event description:
It is reported that when the physician tried to remove the optease filter, a perforation in the inferior vena cava was noticed. Therefore, the product could not be removed from the patient's body.

Manufacturer narrative:
This complaint is for a unk optease vena cava filter. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.